Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer regarding the patient. Since implant, she has been to the health care provider office three times. Since implant the stimulation was in the rib cage and they haven¿t been able to get stimulation into her middle back where the pain was and cannot get it down to the legs. At the implant date, the manufacturer representative put 2 programs and they did not work. The patient met with manufacturer representatives a couple of times at the health care provider¿s office and they could not program it. The last time that she was at the health care provider¿s office, the manufacturer representative put a program and the patient said that it was so high that the patient could not feel stimulation. It was an extra high setting and the patient noted that ¿only two people have that kind of setting.¿ this new program is not working, and her joints, knees, and hips hurt (everything hurts). The patient noted this as ongoing. The health care provider did bloodwork the week prior to the report and they found inflammation somewhere. The patient is going to see the health care provider on (B)(6) 2017 about it. The only issue with this new program that the last manufacturer representative put in is that she is now ¿married to the device.¿ if she uses it 24/7, she has to charge 4 hours a day. The patient wants a manufacturer representative at her appointment on (B)(6) 2017 to determine if the device is good. If it is good, it needs to be programmed. If it is not good, she wants it out. These were considered a sudden changes in therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the current ins is not working properly/ the patient repeated that they charge every day, sometimes twice a dat. The patient reported that they saw a manufacturer's representative (rep) two months ago and they could only get one setting and it is still not working properly. The patient is getting pins and needles in their right side on their arms and everything which they never got before. The patient stated that it has gotten worse. The patient tried calling the manufacturer about it, but was placed on hold and didn't call back until the day of the call. The patient stated that they are comfortable, and does not feel anything past 6. The patient has the settings on at .39 volts and if they turn stim down lower it is not working at all. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported it was not helping her and also irritated her bladder.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. The hcp stated that the actions taken to resolve the stimulation in the patient's ribcage and inflammation included reprogramming the stimulator. The cause of the issues were unknown, but there were resolved at the time of the report. No further complications were reported/are anticipated.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she was having joint pain in ¿lower extremities: hips, knees and ankles.¿ the patient reported that when she ¿used the machine¿ pain got worse. The patient reported that she was ¿walking, not driving, heat in the shower, steam room to keep joint. This is not normal.¿ the patient reported that she ¿felt it up the back of her legs¿ and when she turned it off it was numb. The patient also reported walking around her house for 3 nights. The patient reported that this started after having the device replaced on (B)(6) 2017. The patient reported that they notified a manufacturer¿s representative a week prior to (B)(6) 2017. Additional information was received from a rep on 2017-03-23. The rep reported that ever since the replacement the patient was feeling shocking and jolting and additional back pain. Additional information was received from the patient on 2017-03-23. The patient reported that they were charging too frequently. The patient reported that she had recently been reprogrammed. The patient reported that on (B)(6) 2017, the rep put on higher setting where patient would not be able to feel it. The patient reported that on (B)(6) 2017, she noticed she got done charging the ins and the ins was almost empty again. The patient reported that she charged all night and the ins was still not fully charged. The patient reported that she had to get up to reposition because it was not keeping the charge. The patient reported that it was not taking a full charge. The patient reported that she needed to charge again. The patient reported that she turned her ins off. The patient reported that she was told she would be charging every couple of days but not every day. No further complications anticipated.